Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.

Event description:
The complainant reported after support to a patient the automated impella controller was unplugged and with five minutes an alert displayed and triggered that the battery was low despite being fully charged when plugged into the outlet. There was no indication or report of harm to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. Unable to identify any events that would correspond to complaint description, and data analysis and inspection of ic10325 indicated that this console was unlikely to have been associated with the complaint. The device functioned/operated to specification. H5 yes; was erroneously entered on the initial manufacturer device report number 1220648-2025-28148.h8 initial; was erroneously entered on the initial manufacturer device report number 1220648-2025-28148.